Event description:
The patient was not satisfied with the therapy and the device system was removed. No patient injury was noted. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The battery had reduced capacity due to overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.